Manufacturer narrative:
The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted devices and opertative notes were not available for this investigation, however, it was stated to corin that the suspected root cause of this event was that the patient's spine had degraded over time, resulting in more pelvic tilt and more risk of dislocation. Based on this information, it has been concluded that this event is probably due to patient conditions and not the result of a fault with the corin devices and thus this case is now considered closed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 3 years and 3 months due to dislocation following a fall.